Event description:
It is reported that the device was implanted in 2003. The pt has had continued complaints of pain and must use a cane for ambulation. X-rays showed that the femoral component is loose. In 2005, the pt's knee was revised. During the procedure the surgeon discovered the femoral was loose and removed and replaced the femoral component and the insert.